Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented to the hospital. The patient's heart rate was in the 40s. Upon interrogation, the pulse generator exhibited loss of output. Pacing inhibition was able to be replicated in clinic. A setscrew anomaly was suspected. No intervention was reported. The patient would continue to be monitored.